Manufacturer narrative:
The device will not be returned for evaluation. The customer reported that the cannula had not inserted properly or had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 28 mmol/l (504 mg/dl) less than a day after the pod was activated and that the cannula was out of the skin.